Event description:
It was reported that a catheter issue and patient complications occurred. The 80% stenosed target lesion was located in the moderately calcified and non-tortuous left anterior descending (lad) and diagonal arteries. The opticross imaging catheter was selected for ultrasound examination of the target lesion. While the device was being advanced in the lad, the catheter became twisted with the wire and st elevation occurred. Both devices were removed by pulling while crossing with a wire. Upon removal, a secondary coronary vessel was lost. The main coronary artery was immediately stented, and the procedure completed with another of the same device. The patient fully recovered.

Manufacturer narrative:
Media returned by the customer was inspected and showed evidence of the reported issue of guidewire entanglement. Based on the evidence, the as reported code of guidewire entanglement can be confirmed.

Event description:
It was reported that a catheter issue and patient complications occurred. The 80% stenosed target lesion was located in the moderately calcified and non-tortuous left anterior descending (lad) and diagonal arteries. The opticross imaging catheter was selected for ultrasound examination of the target lesion. While the device was being advanced in the lad, the catheter became twisted with the wire and st elevation occurred. Both devices were removed by pulling while crossing with a wire. Upon removal, a secondary coronary vessel was lost. The main coronary artery was immediately stented, and the procedure completed with another of the same device. The patient fully recovered.